Event description:
On (B)(6) 2009, I underwent a right total hip arthroplasty. I received a depuy pinnacle hip system consisting of a pinnacle sector ii acetabular cup size 50 mm, with the 36 mm x 50 mm metal insert, a corail femoral stem, and an articul/eze metal on metal femoral head 36 mm +1.5. Soon after this surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experienced severe pain and discomfort when walking, standing, and sitting. I also experienced severe pain and discomfort and inflammation in my right thigh and right hip area. Diagnosis or reason for use: degenerative joint disease.